Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose result was 91mg/dl. Only one result documented. Tests were done 11-20 minutes apart. Patient did not experience any adverse events. No further information has been reported.